Event description:
Additional information: there was no granuloma. No surgical intervention occurred. The patient recovered without permanent impair ment.

Event description:
It was reported the patient had not been getting adequate relief for the last 4-6 months. On (B)(6) 2014 the physician checked the catheter for patency and was not able to aspirate anything. It was assumed it was occluded. The concentration was reduced at that time from 40 mg/ml to 15 mg/ml. A bridge was not programmed as the physician elected to program the pump to minimum rate mode. On (B)(6) 2014 the patient was having clear withdrawal-type symptoms therefore the physician wanted to put the patient back to her previous dose since the patient must have been getting some drug. At the last refill a volume discrepancy was noted. The volume was off by less than one ml. The pump was delivering dilaudid. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j10949r65, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Oucome attributed to adverse event 'other' no longer applies. Type of reportable event 'serious injury' no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer and the health care provider (hcp) regarding a patient receiving intrathecal hydromorphone 15.0 mg/ml at 6.499 mg/day. The hcp confirmed that the patient had issues with her catheter in (B)(6) 2014. An MRI was performed on (B)(6) 2014, and no granuloma was visualized, but during the dye study it appeared that the patient¿s catheter was occluded. She was referred to neurosurgery on (B)(6) 2014 and then stopped her treatment with them on (B)(6) 2016. As far as they were aware, the revision never took place. As far as any spinal fractures go, the MRI revealed one at l5. It was an acute compression fracture and was not related to the pump at all. It was also noted that the patient had moderate to severe spinal stenosis and several bulged discs. The patient had initially called into them after moving large pieces of furniture, stating that she was in increased pain. The caller had no further information to provide regarding the event.

Event description:
Additional information received reported that the last refill was on (B)(6) 2014. No specific withdrawal symptoms were listed. The actual residual volume (arv) was 3.8ml, and the expected residual volume (erv) was not listed. The physician performed a dye study this day as well, which was how they discovered the occlusion. Oral hydrocodone was prescribed; the pump medication, dose and concentration remained unchanged. The patient was referred to a different hcp for further evaluation and revision, but they had not yet seen this hcp. On (B)(6) 2014, the patient was seen again, and the pain was still not controlled even with the use of oral medications. Magnetic resonance imaging (MRI) and computed tomography (CT) were ordered to check for the location of the catheter tip, and to rule out granuloma. The patient would be seen in the office on (B)(6) 2014, and from there they would consult the other hcp once they knew the results of the scan. The pump was delivering dilaudid 40 mg/ml at 6.4 mg/day.